Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged as patient had twiddler's syndrome. The patient had an epicardium implant and this lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.